Manufacturer narrative:
A visual examination found that the first four bands were fully deployed, and the remaining three bands were partially deployed. Damage was observed to two of the last four ligator head teeth, the trip wire was not properly cinched into the handle and the deployment thread had been pulled free. The device evaluation confirmed band deployment failure, and attributed the failure to the damaged teeth on the ligator head. The root cause for the damaged teeth is undeterminable.

Event description:
It was reported to boston scientific corporation, that a speedband superview super 7 multiple band ligator was used during an upper gi endoscopy procedure with rubber band ligation (male patient; age and weight are unknown). According to the complainant, the first two bands deployed successfully, then there was tightness when rotating the release knob and no additional bands were deployed. Upon removal of the endoscope, the complainant indicated that the bands were stuck in the hood and one of the bands was broken. The procedure was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The complainant states that the patient "tolerated the procedure."